Manufacturer narrative:
Pump was functional. Reservoir performed within specifications. Cylinders performed within specifications.

Event description:
Additional information received on 3/25/97 indicates the ipp device was removed from the patient and another device implanted on 3/18/97 due to pain at base of penis.